Event description:
It was reported that the device was explanted in 2008. The reason for the explant is unk. Reportedly, the device was implanted in the same day. No other details were provided.

Manufacturer narrative:
Device not returned.